Event description:
The physician intended to implant a 7 mm diameter x 40 mm length complete se peripheral stent to treat a lesion in the iliac artery. The target lesion exhibited approximately 35% stenosis and some calcification. The device was navigated to the target lesion without any problems. During the attempted stent deployment the stent remained locked in the sheath and became stretched and dislodged from the delivery system. The physician successfully retrieved the dislodged stent and discarded it. No abnormalities were noticed with the device prior to use. The patient was ok post procedure and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results and conclusion: (root cause of reported event cannot be determined based on limited information). (B)(4).